Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room were she was treated and released. The blood glucose reading was over 400 mg/dl. Customer stated that she was having issues with her supplies and she is wearing her infusion sets longer than 3 days. Customer stated that because she has to wear the infusion sets longer than she should, she has site irritation and bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.